Event description:
A user facility reported that the connector broke on an lma when the mask was being used in a pt. The physician stated he noticed the leak right away and taped the connection to finish the case. Although there was no pt injury or problems, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The mask will be forwarded to the MFR for evaluation. The user facility is reprocessing their masks with a cleaning agent that is not contained in the product's labeling.